Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient received assistance for their physician and the manufacturer¿s representative and their concerns with their device therapy. An appointment of (B)(6) 2013 was noted.

Event description:
It was reported that the patient's back was really bothering them.

Event description:
It was reported that a month after implant the patient had pain down the back of their left leg and "dramatic" sciatic pain. It was stated to have gotten worse. The patient received two "epidurals" that have not worked. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was later reported that the cause of the event was unknown. There were no abnormal impedance measurements. Reprogramming was noted - changed setting. Patient outcome was recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v760832, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).